Event description:
It was previously reported: using another manufacturer's inflation device, the maverick was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the maverick outside of the patient and noted that the balloon was still inflated. This is being corrected to: using another manufacturer's inflation device, the apex balloon was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the apex outside of the patient and noted that the balloon was still inflated. It was further reported that the 15mm x 2mm apex monorail balloon catheter markerbands were visible while the balloon was inflated inside the patient. Also, the physician did not experience deflation issues during the procedure. The balloon was deflated when the physician withdrew the balloon from the lesion and outside of the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and the patient's complaint of inaccuracy was not confirmed, and the test strips passed testing. However, a secondary issue was determined, in that the test strip vial label print was smudged. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter read inaccurately high, however, the results were not specified. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.